Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise oversensing which led to pacing inhibition. No interventions were performed. There were no patient consequences.